Event description:
The customer reported to customer svc that her transformer fell apart that the plastic housing broke.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, stated that the transformer housing cracked down the right side, across to the other screws and that there is a hole in the top corner. The customer stated that she did not witness any sparking, smoking, fire or melting. The customer also indicated that no injuries were sustained as a result of the issue. Attempts to retrieve the product has been unsuccessful, including a final attempt by letter. This type of failure is typically associated with dropping the unit onto hard surface or other type of sever impact. The original design testing involved dropping the unit a 1.0m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated (B)(4) in order to determine root cause and will continue to be monitored. Should additional info or the original product be rec'd, resulting in new, changed or corrected info, a follow up report will be filed at that time.